Event description:
It was reported that either the pump touchscreen or the wake button on the pump was delayed in responding to touch and had to be pressed with more force or multiple times for regular function. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.